Event description:
It was reported that during use of the bd connecta¿ stopcock leakage occurred when flushing the device. There is leakage from the injection port, this happen on several occasions with this lot. This occurred on 10 separate occasions but the date/time and or patient information is unknown.¿ the following information was provided by the initial reporter: when flushing the device, there is leakage from the injection port, this happen on several occasions with this lot.

Manufacturer narrative:
A device history review was conducted for lot number 8254691. Our records show a trend for this issue has been detected in this batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although our engineers were unable to obtain a device for test, previous investigations and a subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59, however, nogales site opened CAPA# 629955 to perform an investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock leakage occurred when flushing the device. There is leakage from the injection port, this happen on several occasions with this lot. This occurred on 10 separate occasions but the date/time and or patient information is unknown.¿ the following information was provided by the initial reporter: when flushing the device, there is leakage from the injection port, this happen on several occasions with this lot.